Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced intermittent nerve and diaphragmatic muscle stimulation. The right ventricular (rv) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.